Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose was 400 mg/dl. Customer also stated that insulin pump received motor position encoder error alarm. Customer stated the drive support cap appears normal. Customer was able to clear and able to rewound the insulin pump. Customer stated displacement test was passed. Customer stated insulin pump was not exposed to high magnetic field. The device will not be returned for analysis.